Event description:
It was reported that there were several stored episodes which the device classified as supra ventricular tachycardia (svt), and the electrogram suggested were true ventricular tachycardia (vt). The implantable cardioverter defibrillator (ICD)&#1157;mains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.